Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator log history indicated a pressure sensor failure. The service technician replaced the sensor board to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na